Manufacturer narrative:
Argus case (B)(4).

Event description:
She accidentally drank it / I drank it last night, I confused it for an alchazelzer [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2020, the patient started polident. On (B)(6) 2020, less than a day after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional information. Adverse event information was received via call center representative on (B)(6) 2020. Consumer reported that, "my mom is asking a question about this thing because she accidentally drank it. I drank it last night, I confused it for an alchazelzer, I feel fine just wanted to make sure."